Manufacturer narrative:
(B)(4). Additional information: the root cause investigation for the reported problem is in progress through (B)(4).

Event description:
During a baxter service evaluation, a colleague infusion pump was found with failure code 810:11. There was no documented patient injury or medical intervention related to this condition. No additional information is available. This device utilizes user interface module master software version 5.03.00 categorized as unremediated.

Manufacturer narrative:
The condition of failure code 810:11 was found and confirmed in the event history. The reported condition is due to the ail pcb (air-in-line printed circuit board) being out of calibration. The ail pcb was recalibrated to resolve this condition. (B)(4)